Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected shutdown issue was verified in the pump logs, however, no failure was identified. Additionally the alleged cgm issue and the alleged fluctuating bg issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source, however, the pump shut off unexpectedly again when disconnected from power source. Additionally, the customer experienced elevated and low blood glucose (bg) levels (values not provided). Customer declined tandem technical support's offer to trouble shoot and customer declined to provide further information. Reportedly the customer contacted a healthcare provider to obtain alternate insulin therapy.